Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID d154awg implantable cardioverter defibrillator (ICD)  implanted: 2008-(B)(6), 6943 implantable tachy lead implanted: 2003-(B)(6). (B)(4).

Event description:
It was reported that there was low impedance on the right atrial (ra) lead. The lead was capped and not replaced. No patient complications have been reported as a result of this event.